Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy rash. The patient went to the emergency room and was given prednisone for the rash. After using the cream along with cornstarch, the patient reported that the irritation healed. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.